Event description:
It was reported that the right ventricular (rv) lead had "screw mechanism failure." The rv lead was attempted to be implanted, but was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. Full lead returned and analyzed. The helix will not extend because it is over retracted. There is blood in/on the helix mechanism (sleeve head) and distal conductor (not obstructed). There was a tip seal observation.